Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump malfunction occurred with malfunction code 12, and caller stated that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue returned, which customer acknowledged and understood.